Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: -type of failure or nature of the incident : filling failure. - description of the incident: the tubes do not fill to the top.

Manufacturer narrative:
H6: investigation summary: bd received (B)(4) samples for investigation. (B)(4) customer samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 42 times. The following information was provided by the initial reporter. The customer stated: type of failure or nature of the incident : filling failure. Description of the incident: the tubes do not fill to the top.